Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer¿s blood glucose level was 251 mg/dl at the time of incident. The current blood glucose level was 266 mg/dl. The other relevant blood glucose level was 100 mg/dl, 106 mg/dl, 266 mg/dl, 215 mg/dl, 271 mg/dl. The customer experienced symptoms such as nausea. The customer treated with food. The product will not be returned for analysis.